Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation 21-jul-2021. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and force reading evaluation of the returned device. Visual analysis of the returned sample revealed that reddish material and a hole in the pebax were observed on the smart touch unidirectional sf catheter. Magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly. The force values were observed within specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force high was unable to duplicate during the product investigation. However, the blood found inside the pebax area may have contributed to the high force reported. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool® smart touch® sf uni-directional navigation catheter, and the biosense webster, inc product analysis lab observed a hole in the pebax. Initially, during the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2021 there was reddish material and a hole in the pebax was observed. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2021.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). I during an internal review on 17-sep-2021, noted a correction to the 3500a initial under g3. Date received by manufacturer as it was incorrectly processed as 27-aug-2021 and it should have been processed as 29-aug-2021.